Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient's neurostimulator (ins) was no longer working. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins would not charge right and when it did charge it would not last. Patient reported they rebooted a couple times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(6) 2019 by an MRI technician that the patient's device had been depleted for several months and the health care provider (hcp) did not know if the patient would be able to access MRI mode. No further complications were reported.